Event description:
At 7:35 pm, pt's bg was checked and the result was 110 mg/dl. The pt was snoring and would not wake up so the paramedics were called. The paramedics arrived approx 7:45 pm and checked the pt's blood glucose level with their meter. The result was 22 mg/dl. Pt was transported to the hosp.